Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failure produced in a laboratory environment by the application of excessive mehanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. There was no patient harm reported, however, it was not confirmed the broken tip was removed from the joint space. It is possible that patient injury could potentially occur and because of this potential, an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.

Event description:
A depuy mitek sales rep is reporting the tip of a vapr electrode broke off in the patient's joint space. The surgeons feels that the broken tip may have been sucked up in the shaver and disposed of in the fluid though he did not confirm it.